Manufacturer narrative:
Device evaluation: received two (2) used cleo infusion sets. As received, a purple applicator was returned with an infusion site present. The infusion site base was observed to be delaminated from the adhesive pad and flange. The applicator was in a used, retracted state. Two tubing/buckle assemblies were also returned connected to two infusion sites. Both infusion sites were observed with bent cannulas. No other damages or anomalies were observed. The complaint of an occlusion can be confirmed. The probable cause is due to a bent cannula. The investigation finding of a bent cannula can be confirmed. The probable cause is due to an adhesive issue. The investigation finding of an adhesive issue can be confirmed, and corrective actions are in process for root cause analysis. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that the person with diabetes (pwd) stated that they had been having issue with high blood glucose (bg). The pwd had received a line blocked alert. The pwd stated they performed a full cassette (not an ICU medical product), and cleo 90 infusion set change, and their high blood glucose (bgs) were still running high. On initial the check, the pwd had a sensor glucose (sg) of 335 mg per dl. The pwd stated they were experience shortness of breath and abdominal pain and would seek medical attention for high blood glucose. The pwd resumed insulin delivery and delivered 8-unit bolus. The issue was resolved, and there was no patient harm.